Event description:
The patient contacted animas on (B)(6) 2012 stating that the up arrow and down arrow keypad buttons were delayed in response. The patient noted that the keypad button symbols were worn off. The patient denied any damage to the keypad or any evidence of moisture in the pump. The patient reportedly wore the pump outside a garment on a clip and cleaned the pump with a damp rag. There is no adverse event with this complaint. This complaint is being reported due to the alleged keypad issues.

Manufacturer narrative:
(B)(4) - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the keypad was found to be intact; no peeling or lifting was observed. The keypad button symbols were found to be worn. Evaluation revealed that the keypad buttons were intermittently responsive and required multiple button presses and excessive force to elicit a response. There was evidence of contamination found under the key contacts.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.